Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the patient was in the hospital on an unspecified date ¿due to not having supplies and his diabetes not being under control¿. No further information was provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. Being out of supplies is considered a diabetes management issue and is not a product malfunction, however, it is unclear at this time if the reason for the patient¿s diabetes being out of control was solely due to being out of supplies or not. This complaint is being reported based on the allegation that the patient was hospitalized for diabetes not being under control and the pump could not be ruled out as a contributor.